Event description:
During implantation of the intraocular lens with the unfolder system, the physician observed a bent tip on the cartridge that may have been associated with a tissue tear, suture required.